Manufacturer narrative:
Citation: papa et al. Impact of implantation depth and calcium burden on infranodal conduction delay after transcatheter aortic valve replacement. Heart rhythm o2. 2023 dec 18;5(2):113-121. Doi: 10.1016/j.hroo.2023.12.003. Collection 2024 feb. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of implantation depth and calcium burden on infranodal conduction delay after transcatheter aortic valve replacement (tavr). The study population included 101 patients who were predominantly male with a mean age of 81.3 years.  Multiple manufacturer¿s devices were implanted in the study population; 39 patients were implanted with a medtronic evolut r or evolut pro bioprosthetic valve.  Among all patients adverse events included: new-onset conduction disturbances requiring permanent pacemaker implantation.  No further information was provided pertaining to medtronic products.